Event description:
The electrode array of the implant was inadvertently not placed intot he cochlea during the initial implantation operation in 2005. The surgeon decided to exchange the device for a new implant during the second surgery carried out in 2006.